Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie was not ejecting, and the cubie pockets required maintenance. The field service engineer (fse) checked the station and found that the pocket was not releasing. The fse ran diagnostics, shut down the device, reseated the row board cables in the drawer, and rebooted the device. After testing, the drawer functioned properly, and the customer verified the resolution. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cubie pocket required maintenance and the cubie was not ejecting. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.